Event description:
It was reported that the pt felt stimulator when electrodes 8-11 were programmed, but did not feel stimulation when electrodes 0-7 were programmed. The pt felt stimulation intra-operation, but had not felt stimulation on the 0-7 electrodes since post-op. Impedance measurements were within normal limits. Reprogramming was performed but was not successful. An x-ray showed the lead had moved from the epidural space. A revision was performed on (B)(6) 2011 to place the lead back into the epidural space. After the revision stimulation was effective and the pt was pleased with the results.

Manufacturer narrative:
(B)(4).